Event description:
It was reported that following an implant procedure, the patient was not feeling well. The next day, patient had trouble waking up and found to be hypoxic. The patient was hospitalized for a period of time.